Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI)# and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 01/01/2023, was chosen based on year the article period of time. Block g2: literature source: kumar, v., gupta, a., & sethi, a. (2025). Co2 laser technique versus cold steel: is co2 laser required as a surgical tool for flawless stapes surgery? International archives of otorhinolaryngology, 29(1), article e1801315. Https://doi.org/10.1055/s0044 1801315.

Event description:
It was reported to boston scientific via an article published in the international archives of otorhinolaryngology. The objective of the study was to compare the postoperative outcomes, operative time, and complications between conventional stapedotomy and co2 laser assisted stapedotomy in the surgical management of otosclerosis. The study retrospectively analyzed data from 60 adult patients (30 in each group) who underwent surgery between january 2013 and december 2019. Postoperative complications included a significantly higher incidence of transient vertigo, reported in 33% of patients in the laser-assisted group, compared to 7% in the conventional group. In both groups, the vertiginous symptoms subsided by the third postoperative day. No cases of new-onset sensorineural hearing loss were reported in either group.

Event description:
It was reported to boston scientific via an article published in the international archives of otorhinolaryngology. The objective of the study was to compare the postoperative outcomes, operative time, and complications between conventional stapedotomy and co2 laser assisted stapedotomy in the surgical management of otosclerosis. The study retrospectively analyzed data from 60 adult patients (30 in each group) who underwent surgery between january 2013 and december 2019. Postoperative complications included a significantly higher incidence of transient vertigo, reported in 33% of patients in the laser-assisted group, compared to 7% in the conventional group. In both groups, the vertiginous symptoms subsided by the third postoperative day. No cases of new-onset sensorineural hearing loss were reported in either group.

Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. B3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen based on year the article period of time. G2: literature source: kumar, v., gupta, a., & sethi, a. (2025). Co2 laser technique versus cold steel: is co2 laser required as a surgical tool for flawless stapes surgery? International archives of otorhinolaryngology, 29(1), article e1801315. Https://doi.org/10.1055/s00441801315.